Manufacturer narrative:
Product event summary # product ID# c3tr01. The device was returned and analyzed and no anomalies were found.

Event description:
A cardiac resynchronization therapy pacemaker (crt-p) system was returned from an unknown source with limited information. Information identified in the paperwork indicated the crt-p system was implanted (B)(6) 2012 and the date of death is unknown. A cause of death was requested and not received and no further patient information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number c3tr01 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant: product ID 4195 implanted: (B)(6) 2004; product ID 5076 implanted: (B)(6) 2004. (B)(4).